Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
A follow up report is being filed as the sample was returned to the investigation site on (B)(6) 2014. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a needle hole was noted in the silicone housing over the needle stop, no defects were noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from the needle hole. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 82-3100, with lot crbddb, conformed to the specifications when released to stock on the 17th march 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
On (B)(6) 2014, the device was implanted via v-p shunt at 120mmh2o to the patient with subarachnoid hemorrhage ((B)(6)-year-old male) after implantation, since it was confirmed that the ventricles of the patient¿s brain became large and disorientation was noted with the patient, the surgeon tried to change the pressure, but could not even after flashing. On (B)(6) 2014, the surgeon replaced the device with the same new product ((B)(4)) at 80mmh2o. The patient is now followed.